Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards affiliate, during a subclavian transcatheter aortic valve replacement procedure with a 26 mm sapien 3 ultra transcatheter heart valve, the balloon on the 26 mm commander delivery system burst radially at full deployment of the valve. Upon removal of the delivery system, the delivery system was unable to be retracted into the esheath+, so a snare was introduced to reduce the profile of the ruptured balloon near the nosecone to allow re-entry into the esheath+ without success. Therefore, the left subclavian artery was isolated and clamped as distally as possible to force device removal, after which the esheath+ was removed first, followed by the delivery system. Surgical reconstruction of the left subclavian artery was performed to address rupture. The patient was stable post-procedure.